Manufacturer narrative:
After battery installation unit gave an unexpected flashing white, blank display followed by an unexpected intermittent beep alarm due to both a vertical cracked lcd controller and a cracked lcd screen. Unable to perform displacement test due to the display anomaly. Inserted a test p-cap into the retainer ring, and it locked in place properly. Cracked lcd window, cracked keypad overlay, keypad overlay scratched, scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.